Event description:
It was reported that the patient presented incontinence that never improved after a sling procedure on (B)(6) 2020. An artificial urinary sphincter was implanted. No further complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure after a sling procedure on (B)(6) 2020. An aus system was implanted. No patient complications were reported in relation to this event.